Manufacturer narrative:
Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test and excessive no delivery test due to loose drive support disk. Unable to verify motor error alarm due to the compromised force sensor system alarm at basic occlusion test. Motor passed motor test. Unit received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, missing end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a had a high blood glucose event. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error while trying to deliver a bolus. The customer stated that the drive support cap was protruded. Customer also reported to have experienced a high blood glucose of 500 mg/dl and unable to perform high blood glucose troubleshooting due to motor error issue. No form of treatment was reported. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.